Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the lock of the video connector socket was loosen at the preparation of the unspecified procedure. It was not provided the other detailed information. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correction for the initial report submitted on july 20, 2020. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the information from olympus hong kong, omsc concluded that the reported event was not reportable event.